Event description:
Customer reported that cue test for son was positive on (B)(6) 2022 and then negative with cue one hour later. A confirmatory pcr test was taken on (B)(6) 2022 and the result is positive. They had fever and headache on (B)(6) 2022 and he is fully vaccinated. He might be exposure while he was in school. The cartridge was stored and used within the recommended temperature.

Manufacturer narrative:
Technical support reviewed customer data and didn't note any indications of cartridge problems. Technical operations team tested retains of the cartridge lot and did not confirm customer complaint. The first result with cue (positive) aligned with positive pcr result. Customer was satisfied with response from technical support and did not have further questions. Probable root causes of the false negative result are the sample was not collected or handled properly, not enough sample was collected, or the sample was collected early during infection.